Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable melted when pump was on the charger. There was no reported adverse impact to customer's blood glucose level. Replacement cable and wall adapter were sent to customer.